Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a partial display. Blood glucose level at the time of the incident was not provided. Customer states the display did not return to normal after changing the battery. Customer's parent was not able to perform self-test as the customer and the device were not present. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.